Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on two patients. The following results were provided: (B)(6) 2024 sid (B)(6) = 24.57 pg/ml, repeat = < 5.1 pg/ml. (B)(6) 2024 sid (B)(6) = 70.28 pg/ml, repeat = < 5.1 pg/ml. Reference range: less than 15.pg/ml no impact to patient management was reported.

Manufacturer narrative:
Although a definitive cause for the issue was not identified, the alinity I processing module, serial number (B)(6) was considered the likely cause for the issue. A review of the alinity I processing module serial number (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results on two patients. The following results were provided: on (B)(6) 2024 sid (B)(6) = 24.57 pg/ml, repeat = < 5.1 pg/ml. On (B)(6) 2024 sid (B)(6) = 70.28 pg/ml, repeat = < 5.1 pg/ml. Reference range: less than 15 pg/ml no impact to patient management was reported.